Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in-clinic follow-up, the device was found to exhibited intermittent post-paced t-wave oversensing. There were no consequences to the patient. Programming changes were made.